Event description:
The customer reported that after the device was inserted through the trocar, the jaws of the device broke while being opened and closed. Nothing fell into the pt cavity. In addition, upon receipt for eval at covidien, it was found that a small piece of amodele (insulation) was broken off of the device jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.